Event description:
During pre-operative set-up, the or staff noted that the tip of this suture hook spins and is loosely connected to the weld. This occurred during inspection of the instruments in the sterilization tray. Another device was obtained for use without pt involvement or associated surgical delay.

Manufacturer narrative:
Investigation results: conmed linvatec received this device for evaluation. A visual examination found the weld between the needle and tip of the device broken. This is a limited use device and the number of uses is unk. The instructions for use provides the following: warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional pt injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional pt injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional pt injury may result. Precautions: do not exceed five (5) procedures per limited reuse suture hook. Do not attempt to pass more than one strand of suture at a time or the suture may not pass. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. To facilitate sterilization and proper function of the device, clean instruments properly after each use. Instruments (handle and limited reuse hooks) should be stored in the spectrum ii sterilization tray to protect the features. Instructions for use: prior to use, always inspect suture needle for damage (i.e. Worn, dull, bent or cracked). Prior to use, always inspect and test the instrument for proper function.